Event description:
Related manufacturer reference number: 2017865-2022-12162. It was reported that a patient presented in-clinic for an explant procedure. Examination of the patient's implantable cardioverter defibrillator (ICD)was found to have exhibited a diagnostic anomaly, as the device was not able to return a high voltage impedance reading. Additional malfunctions of low pacing impedance and loss of capture were noted on the device. The patient's right ventricular (rv) lead was found to have malfunctions of high capture thresholds and insulation break. The rv lead was capped and the ICD was explanted on (B)(6) 2022. Both the ICD and rv lead were replaced. No patient consequences were reported.